Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow up, noise was noted on the ventricular lead. Sjm was contacted and lead damage was suspected. No intervention has been performed. The lead remains implanted and is being monitored. The patient is in stable condition.